Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml, 135 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity and cerebral palsy. It was reported that actual reservoir volume (arv) was less than expected reservoir volume (erv). Erv was 8 ml and arv was less than a couple drops. No discrepancies had been noted in the past refills. The event date was (B)(6) 2018. The pump was last refilled 6 months ago but they were unable to confirm if there was a partial pocket fill at previous refill. The patient did not show any symptoms. Pump was refilled on (B)(6) 2018 with 40 ml. Hcp put patient under flouro to confirm that they were in the refill port. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen(2000 mcg/ml, 135 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity and cerebral palsy. It was reported that actual reservoir volume (arv) was less than expected reservoir volume (erv). Erv was 8 ml and arv was less than a couple drops. No discrepancies had been noted in the past refills. The event date was (B)(6) 2018. The pump was last refilled 6 months ago but they were unable to confirm if there was a partial pocket fill at previous refill. The patient did not show any symptoms. Pump was refilled on (B)(6) 2018 with 40 ml. Hcp put patient under fluoro to confirm that they were in the refill port. No further complication was reported.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of volume discrepancy was not determined. The pump was refilled with 20 cc of gablofen on (B)(6) 2018.  The hcp would see the patient back for follow up in a couple of months and check volume residual. No further complication was reported.

Manufacturer narrative:
Correction: initial reporter information was corrected. If information is provided in the future, a supplemental report will be issued.